Manufacturer narrative:
D1-d2, g4: this device is not an FDA 510(k) cleared medical device but is similar to the mobilett xp whose 510(k) number is k033238. Classification product code ¿ izl (system, x-ray, mobile). H3, h6: initial actions (corrective and/or preventive): the customer is advised not to use the system until repair. No general issue was identified in the field which requires immediate action. Manufacturer's preliminary results and conclusion: the root cause is currently unknown. The investigation is ongoing. One or two fastening screws seem to be loose. Investigation is ongoing. Siemens healthineers will submit a supplemental report to the FDA upon completion of the investigation.

Event description:
Siemens healthineers was notified of an issue with the polymobil plus system. It was communicated that the collimator became loose and could fall. Although there was no patient or staff injury associated with the complaint issue, in a worst-case scenario, a serious injury could have resulted if the issue was to recur and the collimator fell.